Event description:
This device was returned with oos documentation. Pt was experiencing symptoms of lightheadedness and was placed on a 24 hour holter. Three 24 hour holter recordings were performed showing up to 26 two second pauses within the 24 hour periods, but according to device follow ups and testing, no issues were found. Neither a device nor lead issue could be eliminated. Associated devices: (B) (4), sl 60/15-bp, MDR-1028232-2010-00329.